Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a lead revision procedure, insulation damage was noted on the right ventricular lead. It was capped and replaced.